Manufacturer narrative:
The following information has been corrected: h.3. Reason code for no evaluation: other. H.3. If other specify.

Event description:
It was reported that the syringe 10ml saline fill experienced syringe -volumetric accuracy. The product defect was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, the nurse prepared to use the prefilled syringe for the patient before intravenous infusion as instructed by the doctor. After opening the package, she found that the syringe front was bent, which affected the use. Immediately replace the new prefilled syringe for the use of the patient, without adverse consequences.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. It could have happened that the syringe was not properly placed in the fixture when it was to be sterilized; then the fixture that was placed on top damaged the syringe barrel. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: this is the 1st complaint for lot # 9205548 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: syringe assembly process. Sterilization loading fixture. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 10ml saline fill experienced syringe -volumetric accuracy. The product defect was noted prior to use. The following information was provided by the initial reporter: on february 15, 2020, the nurse prepared to use the prefilled syringe for the patient before intravenous infusion as instructed by the doctor. After opening the package, she found that the syringe front was bent, which affected the use. Immediately replace the new prefilled syringe for the use of the patient, without adverse consequences.